Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #): on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on december 08, 2023.

Event description:
Note: this report pertains to one of two exalt model d scope devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-05325 for the first exalt model d scope and 3005099803-2023-05324 for the second exalt model d scope. It was reported that two exalt model d scopes were used during an endoscopic retrograde cholangiopancreatography (ercp) for treatment of biliary obstruction on september 14, 2023. The physician inserted the first scope, and the image began to appear blurry in the patients stomach due to fluid ingress behind the scopes lens. This caused the image to deteriorate to the point in which visualization was lost. The scope was then withdrawn from the patient and the physician switched to a second exalt model d scope. Once in the patients stomach, the fluid ingress issue reoccurred. Subsequently, the physician noticed blood in the patients stomach and the second scope was withdrawn. An egd scope was introduced and a 2-3cm tear with active bleeding was observed in the lower esophageal sphincter. The procedure was unable to be completed due to this event. The tear was clipped, and endoscopic epinephrine was injected. The patient was hospitalized for observation. The patient is reported to have fully recovered. Per the physician, the laceration occurred during withdrawal of the first scope. They attributed the injury to poor quality image due to fluid ingress.

Event description:
Note: this report pertains to one of two exalt model d scope devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-05325 for the first exalt model d scope for the second exalt model d scope. It was reported that two exalt model d scopes were used during an endoscopic retrograde cholangiopancreatography (ercp) for treatment of biliary obstruction on (B)(6) 2023. The physician inserted the first scope, and the image began to appear blurry in the patients stomach due to fluid ingress behind the scopes lens. This caused the image to deteriorate to the point in which visualization was lost. The scope was then withdrawn from the patient and the physician switched to a second exalt model d scope. Once in the patients stomach, the fluid ingress issue reoccurred. Subsequently, the physician noticed blood in the patients stomach and the second scope was withdrawn. An egd scope was introduced and a 2-3cm tear with active bleeding was observed in the lower esophageal sphincter. The procedure was unable to be completed due to this event. The tear was clipped, and endoscopic epinephrine was injected. The patient was hospitalized for observation. The patient is reported to have fully recovered. Per the physician, the laceration occurred during withdrawal of the first scope. They attributed the injury to poor quality image due to fluid ingress.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #). On october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.